Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. As a result, surgical intervention was undertaken on an unknown date wherein the ipg was explanted and replaced to address the issue according to mw5161845.